Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure "1/3 unformed staples, anastomosis was incomplete, hartmann anus praeter."

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. See additional questions and answers: what other devices were used for transecting and/or closing otomies? Unknown. Was the sale representative present? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. Who fired the device? Unknown. Were there any issues closing the device? No. Please clarify statement short loss of resistance? Surgery report stated that during connection of instrument head to the trocar a short loss of resistance was noticed. However, instrument head could be successfully connected to the trocar. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Unknown. Did the red safety remain engaged until firing? Unknown. Were staples observed in situ? Unknown. Was the breakaway washer completely cut through? Unknown. Was buttressing material used? Product used? No. Was the safety reset before removal attempted? Unknown. Where was the bleeding (anastomotic ring, anastomotic ring-transection line interface, otomy, etc.)? Unknown. What is the patients present condition? Patient is well. Is a pathology specimen available? Unknown. Are there any x-rays and/or picture available for analysis? No.